Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported leak, or to determine if it could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 17.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, due to elevated blood glucose levels after approximately 4-24 hours of pod wear on the arm. Blood glucose values were reported to display as "high" on the omnipod and dexcom systems, indicating levels above 400 mg/dl. Reported symptoms included lethargy and vomiting. The patient was diagnosed with diabetic ketoacidosis and treated with fluids and insulin, with discharge occurring the same day. It was further reported that insulin was observed to leak from the pod during wear. The pod was discarded and is unavailable for investigation.